Manufacturer narrative:
The product is said to be available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During an interventional procedure in the proximal sfa, the smart control stent was noted to move distally during deployment, slightly missing the intended placement site. The lesion was described as very calcified, and was pre-dilated with an unknown 5 x 4 balloon. No further intervention was performed, and there was no report of patient injury. The device is said to be available for evaluation. Additional patient and procedural information were not made available.